Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition; pressure sensors failure. No patient involvement / harm.

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem . The manufacturer's field service engineer replaced the data acquisition board to resolve this issue.

Manufacturer narrative:
Bad 9/30/2016. Failure analysis of the returned part show that the data acquisition (da) pcba was tested and no failures were identified. Therefore the root cause of the reported issue could not be identified. The determination could not be made that the device failed to meet specifications. The device is used for treatment and there is a relationship of the device to a reported problem.